Manufacturer narrative:
The received device had the cannula assembly fully deployed. Cracks were observed on the front of the top housing. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms indicating a struggle to deliver insulin. Fluid did not initially freely flow through the fluid path. The distal end of the soft cannula was found to be obstructed. Once the obstruction was removed fluid flowed freely through the entire fluid path. Although the blockage inhibited the fluid path, it could not be conclusively determined when this blockage formed. A leak test was conducted and no tears or leaks were observed. No damages or defects were observed that would prevent the device from functioning as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14mmol/l (252 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. A correction was administered using the pod, but the bg levels did not decrease and insulin was noticed to be leaking out. The pod was removed, and the cannula was found to be bent.